Event description:
Philips received a complaint on the v60 indicating that the battery was not charging-- the device powered down during an internal battery check, and the battery was only at 7% even though the yellow charging light was illuminated but not flashing. There was no patient involvement at the time the issue was discovered as the issue occurred during an internal battery check. The customer called technical support to report that the battery was not charging-- the device powered down during an internal battery check, and the battery was only at 7% even though the yellow charging light was illuminated but not flashing. A service quote for repair was sent to the customer for approval, but the customer rejected the quote. A philips service engineer was not dispatched onsite to evaluate or repair the device as the customer ordered the replacement battery and will perform the repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.